Event description:
It was reported that the patient's pacemaker failed to send remote transmissions. Upon further investigation, it was suspected that the pacemaker exhibited loss of rf telemetry and possible early battery depletion. No intervention was performed. There were no patient consequences.

Event description:
New information received indicates the patient's pacemaker was paired with the transmitter in clinic successfully, there were no patient consequences.